Event description:
It is reported that a customer received a no delivery alarm on their insulin pump but the pump did not alarm. The patient's blood glucose level was unknown. The may have been a possible occlusion but it is not known for certain. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.